Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012. It was reported that during the surgery, the physician repaired the recurrent hernia with an additional piece of unknown hernia mesh. It was reported that the patient experienced pain, nausea, diarrhea, chills, and inflammation. It was reported that the patient had a mesh implanted on (B)(6) 2010 and underwent removal surgery on (B)(6) 2011. It was reported that during the surgery ((B)(6) 2011), the physician repaired the recurrent hernia with an additional piece of unknown hernia mesh. All of which are captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/01/2022 . Additional b5 narrative: it was reported that the patient experienced adhesions following surgery.